Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced low blood glucose event on (B)(6) 2026. The blood glucose was low and went down to 60mg/dl when corrected it and patient felt going higher. No further information available.